Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer and their parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 53 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The caller stated they believe the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. No over or under delivery anomaly noted. Device uploaded properly using care link. No cosmetic damage noted. (B)(4).